Event description:
It was reported that prior to use with 600 bd vacutainer® k3e 5.4mg plus blood collection tubes tube were discovered with molding defects. The following information was provided by the initial reporter: edta tubes are tapped.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. There are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 600 bd vacutainer® k3e 5.4mg plus blood collection tubes tube were discovered with molding defects. The following information was provided by the initial reporter: edta tubes are tapped.